Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt and caval thrombosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
In the previous report it was indicated that the patient had swelling on both legs. The patient code was not indicated in the prior report in error. Swelling (2091). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Codes coagulopathy (1779), occlusion (1984). Additional information was received from a patient profile form (ppf) which indicates the patient learned 9 ½ years after the filter was implanted that there were blood clots, clotting, and/or occlusion of the ivc. The patient has anxiety about the filter and numbness in the feet with swelling. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt) and caval thrombosis. Per the patient profile form (ppf), the patient reports tilt, blood clots, clotting, and/or occlusion of the ivc, along with anxiety about the filter and numbness with swelling of the feet. The phr could not be performed; therefore, no device analysis nor device history record review has been provided. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, swelling of the feet and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety and numbness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt) and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Additional information was received from a patient profile form (ppf) which indicates the patient learned about nine years and eight months after the filter was implanted that there were blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient has experienced anxiety about the filter and numbness in the feet with swelling. According to the information received in the redacted-amended patient profile form (ppf), the patient additionally became aware of tilting of the filter.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt and caval thrombosis. Per the patient profile form (ppf), the patient reports that after the filter was implanted that there were blood clots, clotting, and/or occlusion of the ivc. The patient has anxiety about the filter and numbness in the feet with swelling. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, swelling of the feet and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and numbness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.